Manufacturer narrative:
A relationship between an alleged event (unspecified failure) and the devices could not be established so far. No lot/serial number of the device(s) has been provided; for this reason, review of manufacturing records could not be performed. There are no indications or sustainable evidence to establish a relationship between the reported event and the device. Additional information and clinical evidence were requested to execute our investigation process with the proper depth.

Event description:
Germany. It was reported that a patient who had a mia implants presents a defect in her right breast from (B)(6) 2025. The implant replacement was performed using the preserve (device identification, explant surgery date and issue reported are unknown at this point).

Manufacturer narrative:
General conclusion: device involvement: a causal relationship between the reported event and the device has been established. Event characterization: the event was classified as a device rupture and lateralization. Technical investigation summary: laboratory evaluation was conducted in accordance with wi-001048 "pms laboratory testing units." Key findings include: visual inspection: during the visual inspection of the unit, a device rupture was identified. The rupture displayed a circular pattern, similar to those observed in the lt-001401 "impact of lubricious conditions on implant deployments." Microscopic analysis: microscopic examination revealed marks on the shell, these marks differ from those typically caused by spontaneous tears in the implant shell or cutting marks (surgical damage), as outlined in the sid-001085 "visual aid for cutting marks inspection." Shell compliance testing: mechanical and material integrity testing confirmed that the implant shell met all applicable international specification standards. Test result analysis: based on the testing results, the laboratory test lt-001401, titled "impact of lubricious conditions on implant deployments," concluded that insufficient lubrication between the injector and the implant can lead to a deployment failure. Additionally, the mentioned test highlighted that a lack of lubrication in the nozzle could result in implant rupture. In summary, this could have been or contributed to the failure reported in this event. Clinical confirmation: upon thorough evaluation of the submitted clinical documentation and supporting evidence, the reported lateralization was not confirmed. Root cause analysis: this event is a well-documented complication inherent to breast implant surgery. Based on the analysis of the available data, including clinical findings and product traceability records, there is no evidence indicating a causal link between this specific case and any product-related factors, including raw materials or manufacturing processes. The etiology of the alleged event is recognized as multifactorial, given the absence of manufacturing deviations or anomalies, and in line with current clinical literature, the event is considered not attributable to the manufacturing process and/or the product itself. Device history record (DHR) review: a comprehensive review of the device history record (DHR) for the affected lot was completed. No deviations, non-conformances, or anomalies were identified during manufacturing. All raw materials and process parameters conformed to specified quality requirements. Trend and signal monitoring: the event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: no adverse or unexpected trends related to the alleged event have been identified. No further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.